Event description:
It was reported that at time of device change-out due to normal eri, externalized conductors were noted via x-ray. All electrical measurements were normal. Lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.